Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone needing assistance to program the bolus wizard. The customer's blood glucose reading was 41 mg/dl at the time of incident. Troubleshooting advised customer regarding their sensor glucose and the blood glucose readings and assisted customer with the bolus wizard. The customer indicated that he recently went to the hospital but not for anything related to diabetes. Customer declined troubleshooting for the pump.